Manufacturer narrative:
Pt age/date of birth: unknown. Pt gender/sex: unknown. (B)(4). The intraocular lens was returned to the manufacturing site and inspected at 10x microscope magnification. Visual inspection revealed a lens cut in two parts (approximately half). The two pieces of the lens had the haptic attached; one haptic was severed. The missing portion of the haptic was not returned. Residue of what appeared to be ovd, (ophthalmic viscosurgical device) was observed on both pieces of the lens. The reported complaint of haptic detachment was verified on the returned lens. The lens condition was compatible to a lens that has been removed from a patient's eye. There was no indication that the complaint was related to the manufacturing process. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer's report were identified. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was fully implanted and had to be removed and replaced during the initial surgery as the haptic broke. In follow up (B)(6) 2015, it was reported that an incision enlargement was required. No vitrectomy and no patient complications or injury were reported.